Event description:
The patient's left knee was revised due to loosening of collateral ligaments.

Manufacturer narrative:
An event regarding revision due to instability (loosening of collateral ligaments) involving a triathlon insert was reported. The event was not confirmed. Method & results: no items were returned for review. No medical records were provided. The device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices; x-rays; operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause.

Event description:
The patient's left knee was revised due to loosening of collateral ligaments.

Manufacturer narrative:
It was noted that no further information or documentation will be provided due to hospital policy. A supplemental report will be submitted upon completion of the investigation. Hospital retained device.